Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. The recorded blood glucose level was 160 mg/dl. The device was scheduled for return, and a replacement pump was provided to the customer.